Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, reservoir tube, and reservoir tube window. The device also had minor scratches on the lcd window and the belt clip slot was broken. The device also had a detached end cap.

Event description:
Customer reported via phone call, the bottom of the insulin pump had fallen off. Customer's blood glucose was 147 mg/dl. Customer stated she was work and is unable to disconnect. Customer stated the bottom of the device was damaged and was unaware how it occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.